Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects stroke, occlusion and visual disturbances are known observed and potential adverse events as listed in the xact instructions for use. Although a conclusive cause for the reported adverse patient effects and relationship to the device, if any, could not be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that 9 days post xact stent implantation in the right internal carotid artery, the patient experienced central vision loss in the right eye from a retinal artery occlusion which was diagnosed as a stroke. The patient was hospitalized and the occlusion was treated with occular massage and anterior chamber paracentesis. The patient continues on aspirin and plavix. The condition is continuing and improving. A follow-up with the opthalmolgist is scheduled in one month. There was no additional information provided.